Manufacturer narrative:
(B)(4). This event was reported in the interim post-approval study status report for PMA p040047, (B)(4) 2011. The physician determined the uti to be mild and that it was definitely not related to the coaptite. At the time of this report, the symptoms had resolved. The device history record for the reported lot number was reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.

Event description:
The patient was enrolled in the (B)(4) study for stress urinary incontinence. On (B)(6) 2011 the patient reported a urinary tract infection (diagnosed by emr). It was reported that on (B)(6) 2014 the patient was treated with bactrim 1 tab 2xday for 3 days. (Note: the reporter may have reported the year incorrectly.) As of 12/20/2011 the event was resolved. The physician assessed the event as mild and probably not device related. On (B)(6) 2012 the patient was diagnosed with a urinary tract infection that was diagnosed by a urinalysis. On (B)(6) 2012 the patient was prescribed cipro 500mg 2 x day. The physician assessed the event as mild and probably not device related.

Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt has not had any previous coaptite treatments. On (B)(6) 2009, the pt was injected with 2.0 ml of coaptite. On (B)(6) 2011, the pt had a urinary tract infection that was resolved on (B)(6) 2010. The pt was already on prophylaxis cipro for urinary tract infections. The pt's primary care provider wanted the pt to continue. A urine culture was obtained and no results were found.